Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. Corrected fields: g2, h3, h4 and h6 (remove code 10: testing of actual/suspected device, from h6: type of investigation.) A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Based on the results of the investigation, the probable cause of the malfunction could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during the beginning of a diagnostic upper endoscopy and colonoscopy procedure, the video system center had a black screen when using the genius image (gi) capture device. In speaking with olympus technical assistance support (tac) via phone, the customer was instructed to turn off the gi genius, and the image was renewed and displayed. The issue was remedied by turning off gi genius, and the device will not be returned. The intended procedure was completed with the same device with minimal delay. There are no reports of patient harm.

Manufacturer narrative:
The subject device referenced in this report was not returned for evaluation; therefore, the device evaluation could not be completed at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.